Event description:
Reportedly, this device was explanted after approximately a 24 month implant duration due to aortic valve regurgitation and paravalvular leak.

Manufacturer narrative:
Device not returned.